Event description:
Patient reported through company's representative "pain in the breast", "worries by recall" and "rupture". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Clarification b.3 date of occurrence: "diagnosed shortly before (B)(6) 2024", selected as (B)(6) 2024. Clarification d.6a implant date: "implants in (B)(6) 2014", selected as (B)(6) 2014. Clarification d.6b explant date: "operation was forced to take place at the beginning of 2025", selected as (B)(6) 2025.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through company's representative "pain in the breast", "worries by recall" and "rupture". This record is for an unknown side. Device was explanted.